Event description:
The event is reported as: 1.5 years ago, the pt had a laparoscopic cholecystectomy (gall bladder cutting) surgery due to cholecyst stones. During this procedure, the operator used 1 clip of (B)(4) to close the cholecyst (gall bladder) artery and used 2 clips of (B)(4) to close the bile duct (cystic duct). The 3 clips were left in the pt body. The surgery was successful, and the pt recovered and left the hospital. In (B)(6) 2010, the hospital performed endoscopic surgery and found three stones. In the center of each stone was a closed hem-o-lok clip. The pt recovered after taking out the stones and left the hospital. This is the second of 3 complaints.

Manufacturer narrative:
The sample is not available for investigation. The investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.